Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels exceeding 250 mg/dl, while wearing the pod. No information was provided on the type of treatment given at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.